Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. As of (B)(6) 2016, the lifetime number of sensing integrity counts for the right ventricular (rv) lead was 9,862; recorded episodes of non-sustained ventricular tachycardia contained evidence of lead noise leading to ventricular fibrillation detection and inappropriate shocks. Analysis also indicated the rv lead integrity alert; the alert triggered on (B)(6) 2016 for sensing integrity counts greater than 30 in three days and two or more recorded high-rate non-sustained tachycardia episodes. Finally, analysis indicated the impedance trend on the rv lead was variable; on (B)(6) 2016, rv lead impedance increased from 437 ohms to 912 ohms. Concomitant products: 310c27 valve, implanted (B)(6) 2011; mcs-p3-29-aoa-us valve, implanted (B)(6) 2015.

Event description:
It was reported that the right ventricular lead exhibited fracture, resulting in noise oversensing as demonstrated by a high sensing integrity counter. Due to the oversensing, two shocks were delivered inappropriately. Frequent inhibition of pacing was also noted. The lead's high-voltage therapies were inactivated; later, the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.